Manufacturer narrative:
This report is being submitted to report additional information. Multiple reports are being submitted for this event. The following sections are being reported: h2: if follow-up, what type. H3: device evaluated by manufacturer. H6: type of investigation. H6: investigation findings. H6: investigation conclusions. H10: additional narratives/data. This investigation was performed by zest. Product experience report was received, reviewed, and evaluated. Condition of the returned product was evaluated to confirm the reported product experience. The reported malfunction, fracture, was confirmed and the reported event is verified. A review of other product experience files and related trending data for similar incidents was performed to evaluate whether other similar product experiences reports have been received and if data suggests any adverse trends may have contributed to the product experience root cause. No such adverse trends were noted. As a result of the investigation, it has been concluded that the following is the most likely root-cause of the reported product experience condition: thread fracture during function typically results from insufficient tightening torque at placement, overloading of the abutment in function, or not retightening the abutment at prescribed intervals. No manufacturing event was confirmed, event is tracked and trended with no further actions taken at this time.

Event description:
No additional or corrected information to report.

Event description:
It was reported that the locator abutment in site #9 and site #12 fractured.

Manufacturer narrative:
Zimvie complaint (B)(4). Multiple reports are being submitted for this event. A4: patient weight is not provided / unknown. B3: date of event is not provided / unknown. D4: lot number is not provided / unknown. E1: initial reporter¿s title and last name are not provided / unknown.